Manufacturer narrative:
Trackwise ID #: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable, the harvester was using the hemopro 2 device to harvest the saphenous vein. After the dissection process, the harvester prepared the hemopro 2 to start branch ligation. However, when attaching the hemopro 2 extension cable to the back of the bisector, the sheath at the end of the extension cable would not retract back which left the end of the cable slightly exposed. Due to this, it was felt that the cable was not safe to use. Therefore, the cable was removed from the surgical field and new cable was opened up to finish the case. The remainder of the case finished with no further complications. No adverse outcomes occurred due to this defect.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10,h11. H6 correction: device codes changed to break. Internal complaint number: (B)(4). This reported device is an OEM device. A lot/serial number was not provided for this device. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable, the harvester was using the hemopro 2 device to harvest the saphenous vein. After the dissection process, the harvester prepared the hemopro 2 to start branch ligation. However, when attaching the hemopro 2 extension cable to the back of the bisector, the sheath at the end of the extension cable would not retract back which left the end of the cable slightly exposed. Due to this, it was felt that the cable was not safe to use. Therefore, the cable was removed from the surgical field and new cable was opened up to finish the case. The remainder of the case finished with no further complications. No adverse outcomes occurred due to this defect.